Event description:
Customer's mother called to report that she is unable to rewind the insulin pump. Customer's mother stated that she is unable to get out of priming loop. Advised customer to hold down the act button until she receives the second series of beeps and/or numbers appear on the display. Customer's mother stated that she did not receive the second series of beeps nor did numbers appear on the screen. Customer's blood glucose reading was 61 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.